Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The ventricular lead exhibited noise dating back to (B)(6) 2015. No intervention was reported and the patient would be monitored.

Event description:
New information received states that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was noted that there was a note in the device which indicated lead noise on the atrial and ventricular leads and multiple noise reversion episodes were also recorded. The noise was not reproduced during in clinic testing. Programming changes were made and the device remains implanted. The patient was stable and will continue to be monitored.